Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that an occlusion alarm was received. A supply change was performed resolving the occlusion alarm. The customer's blood glucose (bg) level was 356 mg/dl and a correction bolus via the pump was delivered to address the bg level. After the occlusion alarm, the customer reported that the pump delivered a large influx of insulin causing their bg level to decrease to 38 mg/dl. The customer consumed a carbonated beverage and sugars to address their low bg level. Tandem technical support reviewed the customer's pump logs and informed the customer that a series of correction boluses were delivered but there was no large influx of insulin delivered. The customer acknowledged this information and was unsure of the cause for the low bg. Recommendation was made to consult with their health care provider to discuss diabetes management. The customer reported that manual injections would be used for insulin therapy.

Manufacturer narrative:
The investigation has been completed. Based on the analysis, no failure was identified.

Manufacturer narrative:
The investigation has been completed. Based on the analysis, the alleged malfunction was verified. No failure related to the reported occlusion alarm was identified. Tandem quality engineer evaluated pump data and concluded the following: low bg (blood glucose) levels were confirmed on (B)(6) 2017. User made bolus request without entering current bg level and still having insulin on board (iob) a few hours before low bg levels were recorded. User completed cartridge change sequence a little over one hour before low bg levels were recorded. There were no erratic basal rate adjustments. Making bolus requests without entering current bg levels and still having insulin on board could lead to a low bg event. If user did not disconnect during ¿tubing fill¿ process of the cartridge change sequence insulin would be delivered, and this could cause bg levels to drop. There is no evidence of device malfunction.